Event description:
It was reported that this pacemaker was explanted to prevent an infection. The patient did not have any symptoms reported. The pacemaker was successfully replaced. No additional adverse patient effects were reported.